Manufacturer narrative:
Outcome attributed to adverse events was incorrectly populated as indicating death as an outcome attributed to this adverse event. This follow up submission corrects to indicate "other serious (important medical events)". No other corrections made. Device not returned.

Event description:
The (B)(6) affiliate reported that the customer reported that the tip of the applicator remained in the breast after the clip had been removed. The applicator was not pulled out of the needle after settling. Device is not available for return.

Manufacturer narrative:
Additional information: follow-up with the treating physician on (B)(6) "207" indicated that the patient has not been in the hospital for further treatment and will continue to be monitored. Device not returned.

Event description:
The german affiliate reported that the customer reported that the tip of the applicator remained in the breast after the clip had been removed. The applicator was not pulled out of the needle after settling. Device is not available for return.

Manufacturer narrative:
The mammomark biopsy site identifier is intended for use after an open surgical or percutaneous breast biopsy procedure to the biopsy site. The device is not available for analysis, which precludes a full investigation and analysis of the root cause. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the marker delivery system separately from the probe aperture once the spring is exposed creates the possibility of it catching on one of these edges. As a mitigation step to address this risk, we provide instructions within the instructions for use: directions: remove the delivery system and mammotome probe together as a single unit from the site, properly dispose and obtain images to confirm marker placement. The device history records were reviewed and there were no non-conformances that would relate to this failure. Follow up with the customer revealed that the patient had a benign finding. We are awaiting additional information on if the tip will be removed or not. However, based on the patient consequence of unintended piece of the device in the biopsy site, and the likely additional surgical procedure to remove, and pursuant to 21 cfr 803, we are submitting this medwatch report. Device not returned.

Event description:
The german affiliate reported that the customer reported that the tip of the applicator remained in the breast after the clip had been removed. The applicator was not pulled out of the needle after settling. Device is not available for return.